Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b. Medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood continued to leak after the tube was removed from the holder because the non-patient needle had pierced through the rubber cover in unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-oct-2024. Investigation summary: bd received 20 (twenty) samples and 2 (two) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve side piercing/recovery was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for sleeve side piercing/recovery with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve side piercing/recovery based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood continued to leak after the tube was removed from the holder because the non-patient needle had pierced through the rubber cover in unspecified number of devices. No patient or user impact reported.